Event description:
Consumer complaint of high blood results. Customer feels well and does not require medical attention. Customer's expected results are 110-176mg/dl. Verified the strips expire 01/16/2017. Customer could not verify if the storage conditions of the strips the date they opened the container of test strips. Customer declined blood test. Reviewed the results in the meter memory: 393mg/dlmg/dl (B)(6) 2015 09:24:18 am fasting: yes, 283mg/dlmg/dl (B)(6) 2015 09:45:18 am fasting: yes, 229mg/dlmg/dl (B)(6) 2015 08:02:00 am fasting:yes, 288mg/dlmg/dl (B)(6) 2015 08:00:18 am fasting: yes, 162mg/dlmg/dl (B)(6) 2015 08:26:18 am fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had inaccurate reference.